Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). The reported device was returned and the reported events are non-verifiable as the device did not malfunction, pictures or x-rays were not provided by the customer and medical events are non-verifiable events. Based on the evaluation, the device malfunction has not occurred. Device history record (DHR) review was completed for the subject lot number (63587084). It was confirmed that all operations and inspections were executed as per applicable procedure. Complaint history review was performed for the reported lot number (63587084) for similar events and one other relevant complaint was identified. The reported events could not be recreated due to the nature of the dental device and medical events. The complaint is not related to the functional performance of the device.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. PMA//510k: k011028 k013227

Event description:
It was reported that the implant placed in dental site 14 was removed due to a periimplantitis. Abcess and inflammation was also reported.